Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's reservoir went low and when she went to rewind, none of the buttons were working. Customer's father removed the battery and put it back in, but they received a battery out limit alarm. Customer then received a button error alarm. Customer was trying to rewind the pump to change the reservoir and the buttons did not respond to move through the pump. Customer's blood glucose was 405 mg/dl at the time of the incident. Customer treated with syringes. Customer and her father denied troubleshooting. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.